Event description:
It was reported that during pre-dilatation of the proximal right coronary artery, the 2.5 mm x 15 mm voyager nc ruptured at 12 atmosphere during the first inflation after 15 seconds. A non-abbott balloon was used to pre-dilate the lesion and a 3.5 mm x 12 mm xience v was deployed without incident. There was no reported adverse patient effect. There was no report of a clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, grandslam, wizard 3g; guide cath: mach 1 7f fr 3.5. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may indicate that the rupture was not present prior to the procedure. Additionally, the lesion was reported as heavily calcified and likely contributed to the experienced rupture. Scanning electron microscopy (sem) analysis confirmed a longitudinal rupture extending from the distal marker to the mid-working length of the balloon. It was determined that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon as damage was observed at and leading to the rupture edges. In this case, it is likely that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon the inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint; all lot release testing for balloon rupture pressure met manufacturing criteria. A query of the complaint-handling database did not reveal any incidents reported from this lot, suggesting that there are no lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.